Event description:
It was reported that the epidural catheter was placed for obstetric use. The catheter functioned appropriately during labor and delivery. When the catheter was removed, the tip portion separated and remained in the epidural space. There are no plans to remove the separate portion. There was no additional pt complications.